Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up will be provided upon completion of the investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: laparoscopic ileocecectomy. Event description: complaint created based on medwatch received via email. Report number (B)(4). "During the procedure an alexis wound retractor was opened to be used, upon the surgeon unraveling the alexis wound retractor a small piece of plastic like material fell out. The foreign material was then placed in a specimen cup and removed off the field. Management was notified and the object was handed off to them." Additional information was received via email on 24mar2023 from [name], quality coordinator, [name] hospital . When asked if any patient injury occurred the contact responded "not that I am aware of." Patient status is "unknown". No instruments were used "at the time that this occurred. It was opened to use and the piece fell into the patient." All pieces were retrieved from the patient. When asked how the case was completed the response was "yes". When asked if the piece that fell into the patient was thin and clear like the sheath or if it was green or white like part of the rings the response was "it was made out of the material of the item". "We typically do not return devices. We kept package and the piece that fell off. The actual device was used on the patient." When asked if photos could be provided of the plastic piece the response was "it is in the locker, but we can". Additional information was received via email on 24mar2023 from [name], quality coordinator, [name] hospital. "Hello, I will be in the office mid week and can provide a photo. Would you be able to come on site to inspect as we typically do not return items. I¿ve also copied our patient safety manager who I work directly with for any medical device reports. Thank you." Intervention: ni. Patient status: no patient injury. "Unknown".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is to follow-up medwatch # 3902670000-2023-8004.

Event description:
Procedure performed: laparoscopic ileocecectomy event description: complaint created based on medwatch received via email. Report number 3902670000-2023-8004. "During the procedure an alexis wound retractor was opened to be used, upon the surgeon unraveling the alexis wound retractor a small piece of plastic like material fell out. The foreign material was then placed in a specimen cup and removed off the field. Management was notified and the object was handed off to them." Additional information was received via email on (B)(6) 2023 from [name], quality coordinator, [name] hospital when asked if any patient injury occurred the contact responded "not that I am aware of." Patient status is "unknown". No instruments were used "at the time that this occurred. It was opened to use and the piece fell into the patient." All pieces were retrieved from the patient. When asked how the case was completed the response was "yes". When asked if the piece that fell into the patient was thin and clear like the sheath or if it was green or white like part of the rings the response was "it was made out of the material of the item". "We typically do not return devices. We kept package and the piece that fell off- the actual device was used on the patient." When asked if photos could be provided of the plastic piece the response was "it is in the locker, but we can". Additional information was received via email on (B)(6)2023 from [name], quality coordinator, [name] hospital "hello, I will be in the office mid week and can provide a photo. Would you be able to come on site to inspect as we typically do not return items. I¿ve also copied our patient safety manager who I work directly with for any medical device reports. Thank you." Intervention: ni patient status: no patient injury. "Unknown"